Event description:
Nurse inserted IV catheter and had good blood return but was unable to advance. Required a second IV stick for placement. Nurse has 25 years experience and mgr does not think this problem is due to operator error.